Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was hospitalized for diabetes ketoacidosis. Customer stated at priming she noticed the numbers increased, however, no insulin came out. No further details provided at time of call.